Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) powering down once connected to an operating system controller was confirmed via evaluation of the returned product at the service depot. During visual inspection it was observed that the patient cable was cut through the insolation. The mobile power unit powered on as intended; however, once the test system controller was connected to a mock loop, the system controller alarmed for no external power. The issue was isolated to the mpu patient cable. No further testing was performed. The customer did not provide the purchase order (po) needed for the repair. The mpu was returned to the customer with the label "not for human use". No log files related to the event were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported power issues was isolated to the patient cable; it is unknown how the patient cable was damaged. It was found during investigation of the mpu that the housing was also missing two housing fasteners. The device history records for the mobile power unit were reviewed and revealed the mobile power unit was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment including the mobile power unit and its patient cable. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) issued to the patient on (B)(6) 2024 had the green light when connected to power. However, the green light on the mpu went dark once connected to the system controller. Connecting the system controller to the mpu also triggered power lead disconnected alarms despite being connected. The mpu was exchanged.